Event description:
Surgery 2006: delta 3.2 case. Trial stem could not be removed from humerus after proximal humeral reaming using blue handled introducer. Several attempts were made, however they failed. During this time one attempt resulted in the metaglene being knocked off and the glenoid fossa being fractured. Additionally, due to the trial not being removed the humeral stem needed to be split open in order to remove the stem. Consequently, the humerus needed to be reconstructed using wire and a hemiarthroplasty was carried out using the delta hemi head implants.

Manufacturer narrative:
This complaint is still under investigation.